Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported an undetermined issue with their implantable neurostimulator (ins). The patient was told to keep an eye in on their device for 2 weeks and to call their manufacturing representative if the issue persists. A request was made for the manufacturing representative to call the patient. The patient reported having pain in their legs. Additional information indicated that the patient¿s ins has been turning off on its own and not delivering therapy. The patient was to follow up with their manufacturing representative. The patient was implanted for non-malignant pain.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.